Event description:
It was reported that during an unknown the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 9/19/2025. D4 batch #y7016l. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with no apparent damage. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components, the latch posts was found to be broken and the trigger was found bent, not allowing the clips to fed into the jaws. The silicon was missing. In addition, twenty (20) clips were found remaining inside the clip track. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The condition of the missing silicon on the device is potentially correlated to the manufacturing process. A manufacturing record evaluation was performed for the finished device batch y7016l number, and no non-conformances were identified. The lot/batch history records wcere reviewed and certified by external manufacturing for 233d91, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.